Event description:
It was reported that the patient that is enrolled in the advance ii clinical trial, underwent an implant procedure of the leads, the placement of the devices was confirmed with intra operative imaging. Post operative imaging showed that the lead was 8 mm too shallow. The patient underwent a revision procedure to reposition the lead. The patient is doing well post operatively.